Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results showed that four ecr45b cartridge reloads were received. The reloads were received in good visual conditions and fully fired. Additionally several b-form staples were received inside the bag. No functional test could be performed due to the condition of the reloads. Event could not be confirmed as no device was returned for analysis. It should be noted that all devices are inspected 100% for staple presence by an (B)(4), and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample.

Event description:
It was reported that during a gastric bypass procedure, the line of staples did not form complete. Another like device was used to complete the procedure. There were no adverse consequences for the patient. Additional followup: on what tissue type was the device used? At what location on the tissue? Stomach ( pouch). Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? No. On which firing(s) did this event occur (1st, 2nd, 12th, etc)? 1st. If echelon, during which stroke did the event occur? 4th. What other color cartridges were used before and after this event? Blue, after (new lot). Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? Firing. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No.